Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary. Investigation flow: damage. Visual inspection: the poly scw driver shft, cannultd (part #: 286720000, lot #: ui290568) was received at us cq. Visual inspection of the complaint device showed that the distal tip has broken off. Surface scratches were also observed. Device failure/defect was identified. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: the complaint condition was confirmed during the investigation as the complaint device had its distal tip broken off. Surface scratches were also observed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for poly scw driver shft, cannultd was conducted identifying that lot number ui290568 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 23 jan 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during pre-op for a procedure, the extensions had been cracked. The tip of the poly driver shaft was broken and unable to engage into the screw. Also, the threaded post of the x25 driver is not staying and continues to slide off. There were no patient consequences. The procedure outcome is unknown. Concomitant device reported. Unknown screws (part# unknown, lot# unknown, qty unknown). This complaint involves five (5) devices. This report is for (1) poly scw driver shft, cannultd. This report is 5 of 5 for (B)(4).